Event description:
The customer was found passed out by family member. The family member used the device to check pt's blood glucose and obtained a result of 101 mg/dl. Family member then called 911. When the emergency medical tech arrived they checked pt's glucose and the level was 4 mg/dl. The family member does not know what treatment was provided. Controls were not used on the system. The device was replaced and requested to be returned for an evaluation.